Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a adc meter device and experienced hypoglycemia, headache and chills. Customer was unable to self-treat and presented to the emergency room where unspecified treatment was provided. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 31-mar-23. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.